Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was at home, not feeling well, and he returned to the hospital. The pt was admitted in cardiogenic shock. The pt's parameters were evaluated using a system monitor, which revealed elevated pump power and low pump indexes with a normal flow and a normal speed. According to the history within the pt's system controller, the elevated pump power appeared to have begun two days prior to hospitalization. A control echocardiography confirmed that there was no flow through the pump and the pt was supported by his own heart. Due to the pt's history of non-compliance of any therapy and a previous pump exchange approximately 1 year prior, the only option was thrombolysis. Unfortunately, this was unsuccessful and the pt expired.

Manufacturer narrative:
The pt expired on (B)(6) 2013. The pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.